Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for evaluation for a complete loss of power event due to battery depletion. Technical services noted that the events recorded in the event log file¿s history were all associated with controller clock corrupt events, and that the recorded dates were inaccurate due to a date/time stamp reset event. Technical services stated that date/time stamp reset events were known to occur with total loss of power events. Since the event log file¿s history no longer contained the events leading up to the total loss of external power, they were unable to evaluate what might have caused this event from this data. A total loss of power would have resulted in a pump off event. They were unable to determine the duration of the pump off event. The event log file data indicated that the patient had not connected to power module/mobile power unit (mpu) power during this history. This indicated the patient was sleeping on battery power. The data in the periodic log file indicated that the patient connected to fully charged batteries before (B)(6) 2024 at 2:34:36. On (B)(6) 2024 at 10:34:35, the recorded relative state of charge (rsoc) values indicated that the connected batteries had reduced charge. On (B)(6) 2024 at 18:34:34, the recorded rsoc values indicated that the connected batteries were significantly reduced and were approaching the low voltage advisory alarm threshold. The data indicated that a no external power event was active on (B)(6) 2024 at 2:34:33. At that time, the recorded rsoc values indicated that the system controller was connected to severely depleted batteries. The next recorded line of data occurred after a date/time reset event had occurred then ~8 hours after charged batteries were connected. The date/time was recorded as (B)(6) 2000 at 7:59:58.technical services could not tell how long the pump/controller were off before the patient was placed on new batteries but did state that the periodic log file data indicated that on (B)(6) 2024 at 2:34:33, the system controller was already running on backup battery (bb) power since a no external power alarm was active at that time. They were not able to tell how long the bb had been in use at the time nor did they know how much longer it supported pump function. It was also stated that once external power was restored, the system controller would have started incrementing time from (B)(6) 2000 at 0:00. It was stated that the staff performed a time synch on (B)(6)2024 at 9:18:35. Just prior to the time synch, the recorded time was (B)(6) 2000 5:19:18. This indicated that power was restored roughly 10 days, 5 hours, 19 minutes, and 18 seconds prior to the time synch. Power restoration time would have been roughly 23mar2024 at 3:59:17 am. There were no patient related issues due to the event, and it was confirmed that the equipment was alarming appropriately. No products were exchanged.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: the reported event of a loss of power event while connected to batteries was confirmed via the submitted log files. A review of the submitted event log file spanned approximately 8 days (05jan2000 ¿ 11jan2000 and 02apr2024 per time stamp). From the beginning of the log file, the controller clock corrupt alarm was active. The alarm resolved on (B)(6) 2024 after the clock was reset. The onset of the loss of power was not observed in the log due to the file overwriting older data, per design. There were no alarms active in the log file. A review of the submitted periodic log file spanned approximately 86 days at 8-hour intervals (B)(6) 2024, and (B)(6) 2000 per time stamp). The no external power alarm activated on (B)(6) 2024 at 02:34:33 due to the patient letting the batteries fully deplete. There were no alarms active in the log file. System controller, serial (B)(6), was not returned for analysis. The provided information stated that the loss of power event was due to full battery depletion. Additional information provided stated that there has been no patient related issues due to the full battery depletion and no product was exchanged. The IFU states in the ¿powering the system¿ section to not use batteries to power the system when sleeping. The patient must always be connected to the power module or mobile power unit for sleeping or when there¿s a chance for sleep. Per the provided information, the root cause for the reported loss of power was due to full battery depletion. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.